Event description:
It was reported that a crack was discovered in the extension tubing at the base of the barbed female luer.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device has been forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.